Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted.

Event description:
It was reported the customer received multiple occlusion alarms. There was no impact to customer's blood glucose level. Troubleshooting was performed, and customer was able to change the cartridge and successfully resume insulin delivery.